Event description:
It was reported that the patient underwent vns replacement and afterwards began experiencing more seizures of greater intensity than before vns was implanted. The device was programmed to previous settings after surgery. The patient went to the ER complaining of seizures but there was no indication that the patient was admitted. The patients output currents were increased alongside doses of anti-seizure medication. Device diagnostics were noted to be within normal limits. No other relevant information has been received to date.

Event description:
The increase in seizures and seizure intensity was above pre-vns baseline. The doctor speculated that the seizures are not related to vns and are instead related to stress and excessive heat. The patient's pulse width was increased to help the patient's seizures that are noted to be occurring 1-2 times per week.